Event description:
A report was received that the patient had developed an infection at the implant site. Symptom included pain at the site. It was believed that the infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the infection was located at the ipg pocket site. The physician believed that infection was not related to the procedure. The physician suspected that the cause of infection was diabetes.

Event description:
A report was received that the patient had developed an infection at the implant site. Symptom included pain at the site. It was believed that the infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.